Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 75,321 joules, 18 minutes, 60 w max power while using a side-firing surgical fiber during a prostate procedure, the fiber was damaged at the tip and the fiber output was observed to be forward-firing. The fiber was replaced and the procedure completed using a second surgical fiber for 357,113 joules. Patient outcome: "fine" - there was no injury reported.

Manufacturer narrative:
Analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.